Manufacturer narrative:
A2 - age at time of event: 18 years or older d2b - pro code (product code): fge, lit g4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. An 8.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 20 atmospheres for 15 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.